Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for follow-up via merlin.net. The pulse generator exhibited noise on the ventricular channel. The noise was reproducible in clinic with isometrics. The device was reprogrammed. No patient symptoms were reported and the patient would continue to be monitored with routine follow-up.